Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with an infection extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2023, the patient went to the hospital to have the skin reaction assessed. A surgeon performed an incision and drainage procedure. The patient was awake during the procedure, no anesthesia was used. The patient was also prescribed an unspecified oral antibiotic. The patient was discharged home after a few hours in the emergency room (ER). The patient was in good condition at the time of report. No additional patient or event information is available.